Event description:
A pt receiving treatment by medical device received 2nd degree blistering burns. Data received by MFR indicates that treatment dosage was increased by over 300% within 8 treatments.